Event description:
Additional information received indicated that the device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated post-paced t-wave oversensing reoccurred despite previous reprogramming.

Event description:
Additional information received indicated that the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that noise due to electromagnetic interference (emi) resulting in oversensing and loss of pacing was observed on the device. The device was reprogrammed to resolve the event and the patient was in stable condition. After the device was reprogrammed, post-paced t-wave oversensing was observed on the device. No additional intervention has been performed at this time.